Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal date: hysterectomy scheduled for (B)(6)") in an adult female patient who had essure inserted (lot no. B72583). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: hysterectomy scheduled for (B)(6) 2022 at (B)(6) hospital. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal date: hysterectomy scheduled for (B)(6)) in an adult female patient who had essure (batch no. B72583) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. The reporter considered medical device removal to be related to essure. The reporter commented: hysterectomy scheduled for (B)(6) 2022 at (B)(6) hospital. Batch no b72583, production date 2013-09-28, expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain around pelvis") in a 32 year-old female patient who had essure inserted (lot no. B72583) for contraception. Additional non-serious events are detailed below. The patient had a medical history of malignant melanoma in 2012 and nabothian cyst, migraine, covid-19, allergic reaction to antibiotics, painful periods, heavy periods, caesarean section (2), abdominal pain, parity 3, back pain, eczema, intermenstrual bleeding, coital bleeding and genital bleeding. Use of progestogen-only pill in the past caused weight gain. Concurrent conditions were listed as obesity and chronic fatigue. The only concomitant product mentioned was sumatriptan. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and rash ("worsening rash"). The patient was treated with surgery (laparoscopic salpingectomy, hysteroscopy, bilateral microcornuectomy). The reporter considered pelvic pain and rash to be related to essure administration. The reporter commented: around 18 months after the essure procedure she started to develop a number of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Laparoscopy] on (B)(6) 2022: findings: normal lower genital tract and uterine cavity. Normal functional endometrium. Essure device on left not visible (tubal ostia seen). Essure device on right seen but no trailing coil of the outer coil rather 1 cm length of the inner stainless steel coil partially covered with concretions. Normal pelvis. No endometriosis. Omental adhesion to anterior abdominal wall. Normal ovaries and fallopian tubes. Essure devices seen to be correctly sited - c1 cm beyond the utero-tubal serosal junction. The right tube distal tip of the essure device visible ('tenting') on anteverting the uterus. [Pathology test] on (B)(6) 2022: clinical details: abdominal pain. Specimen: right and left fallopian tubes. Macroscopy: left fallopian tube: an essure coil is present within the tube lumen at the proximal end; right fallopian tube: an essure coil is present within the tube lumen at the proximal end. Microscopy: both specimens show similar features. They feature fallopian tubes with normal fimbrial ends and unremarkable tube lumina. There is no evidence of salpingitis, endometriosis, stic (serous tubal intraepithelial carcinoma) or other neoplasia. Diagnoses: a: right tube - normal; b: left tube - normal. [Ultrasound pelvis] on (B)(6) 2017: normal size anteverted uterus with smooth and regular endometrium measuring 7mm. No fibroids or polyps seen. Previous c/section scar appears unremarkable. The cervix appears unremarkable. The ovaries are normal in size but contain small peripheral follicles appearances suggestive of pco. No adnexal mass seen. Trace of free fluid in pouch of douglas. [X-ray] on (B)(6) 2022: c-arm/ x-ray microscopy to exclude residual fragments of essure devices. Batch no: b72583. Production date: 2013-09-28. Expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-apr-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain around pelvis") in a 32 year-old female patient who had essure inserted (lot no. B72583) for contraception. Additional non-serious events are detailed below. The patient had a medical history of malignant melanoma in 2012 and fibromyalgia, thyroid disorder, rash, abnormal uterine bleeding, urinary tract infection, rectal bleeding, nabothian cyst, migraine, covid-19, allergic reaction to antibiotics, painful periods, heavy periods, caesarean section (2), abdominal pain, parity 3, back pain, eczema, intermenstrual bleeding, coital bleeding and genital bleeding. Use of progestogen-only pill in the past caused weight gain. Concurrent conditions were listed as obesity and chronic fatigue. The only concomitant product mentioned was sumatriptan. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), rash ("worsening rash"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), migraine ("migraines"), dizziness ("dizziness "), nausea ("nausea"), alopecia ("hair loss"), skin lesion ("skin lesion"), fatigue ("fatigue") and intermenstrual bleeding ("intermenstrual bleeding ¿ irregular.") And was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic salpingectomy, hysteroscopy, bilateral microcornuectomy). At the time of the report, the outcomes for device intolerance, dyspareunia, mental disorder, migraine, dizziness, nausea, alopecia, skin lesion, fatigue, weight increased and intermenstrual bleeding were unknown. The reporter considered alopecia, device intolerance, dizziness, dyspareunia, fatigue, genital haemorrhage, intermenstrual bleeding, mental disorder, migraine, nausea, pelvic pain, rash, skin lesion and weight increased to be related to essure administration. The reporter commented: around 18 months after the essure procedure she started to develop a number of symptoms. Discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Laparoscopy] on (B)(6) 2022: findings: normal lower genital tract and uterine cavity. Normal functional endometrium. Essure device on left not visible (tubal ostia seen). Essure device on right seen but no trailing coil of the outer coil rather 1 cm length of the inner stainless steel coil partially covered with concretions. Normal pelvis. No endometriosis. Omental adhesion to anterior abdominal wall. Normal ovaries and fallopian tubes. Essure devices seen to be correctly sited - c1 cm beyond the utero-tubal serosal junction. The right tube distal tip of the essure device visible ('tenting') on anteverting the uterus [pathology test] on (B)(6) 2022: clinical details: abdominal pain. Specimen: right and left fallopian tubes. Macroscopy: left fallopian tube: an essure coil is present within the tube lumen at the proximal end; right fallopian tube: an essure coil is present within the tube lumen at the proximal end. Microscopy: both specimens show similar features. They feature fallopian tubes with normal fimbrial ends and unremarkable tube lumina. There is no evidence of salpingitis, endometriosis, stic (serous tubal intraepithelial carcinoma) or other neoplasia. Diagnoses: a: right tube - normal; b: left tube - normal [ultrasound pelvis] on (B)(6) 2017: normal size anteverted uterus with smooth and regular endometrium measuring 7mm. No fibroids or polyps seen. Previous c/section scar appears unremarkable. The cervix appears unremarkable. The ovaries are normal in size but contain small peripheral follicles appearances suggestive of pco. No adnexal mass seen. Trace of free fluid in pouch of douglas [x-ray] on (B)(6) 2022: c-arm/ x-ray microscopy to exclude residual fragments of essure devices batch no (B)(4) production date (B)(6) 2013 expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medial record received. Events genital bleeding, inability to tolerate the device, dyspareunia, psychological issues, migraines, dizziness, nausea, hair-loss, skin lesions, fatigue & weight gain were added. Medical history, reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain around pelvis") in a 32 year-old female patient who had essure inserted (lot no. B72583) for contraception. Additional non-serious events are detailed below. The patient had a medical history of malignant melanoma in 2012, miscarriage in 2010 and weight gain, parity 3, caesarean section, breech delivery, premature delivery, fibromyalgia, thyroid disorder, rash, abnormal uterine bleeding, urinary tract infection, rectal bleeding, nabothian cyst, migraine, covid-19, allergic reaction to antibiotics, painful periods, heavy periods, caesarean section (2), abdominal pain, parity 3, back pain, eczema, intermenstrual bleeding, coital bleeding and genital bleeding. Use of progestogen-only pill in the past caused weight gain. Previously administered products included: iud nos. Concurrent conditions were listed as obesity and chronic fatigue. The only concomitant product mentioned was sumatriptan. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), rash ("worsening rash"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), migraine ("migraines"), dizziness ("dizziness "), nausea ("nausea"), alopecia ("hair loss"), skin lesion ("skin lesion"), fatigue ("fatigue"), intermenstrual bleeding ("intermenstrual bleeding ¿ irregular."), urinary tract infection ("uti"), rectal haemorrhage ("rectal haemorrhage ¿ intermittent rectal bleeding."), coital bleeding ("postcoital bleed"), abdominal pain lower ("lower abdominal pain"), pyrexia ("- fever - two-day history with a temperature of 39.8"), pain ("burning pain"), urinary retention ("urinary retention") and tachycardia ("tachycardia") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol and amoxiclav (amoxicillin trihydrate, clavulanate potassium) as well as surgery (laparoscopic salpingectomy, hysteroscopy, bilateral microcornuectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for device intolerance, dyspareunia, mental disorder, migraine, dizziness, nausea, alopecia, skin lesion, fatigue, weight increased, intermenstrual bleeding, urinary tract infection, rectal haemorrhage, coital bleeding, abdominal pain lower, pyrexia, pain, urinary retention and tachycardia were unknown. The reporter considered abdominal pain lower, alopecia, coital bleeding, device intolerance, dizziness, dyspareunia, fatigue, genital haemorrhage, intermenstrual bleeding, mental disorder, migraine, nausea, pain, pelvic pain, pyrexia, rash, rectal haemorrhage, skin lesion, tachycardia, urinary retention, urinary tract infection and weight increased to be related to essure administration. The reporter commented: around 18 months after the essure procedure she started to develop a number of symptoms. Discrepancy noted in essure removal date: (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Laparoscopy] on (B)(6) 2022: findings: normal lower genital tract and uterine cavity. Normal functional endometrium. Essure device on left not visible (tubal ostia seen). Essure device on right seen but no trailing coil of the outer coil rather 1 cm length of the inner stainless steel coil partially covered with concretions. Normal pelvis. No endometriosis. Omental adhesion to anterior abdominal wall. Normal ovaries and fallopian tubes. Essure devices seen to be correctly sited - c1 cm beyond the utero-tubal serosal junction. The right tube distal tip of the essure device visible ('tenting') on anteverting the uterus [pathology test] on (B)(6) 2022: clinical details: abdominal pain. Specimen: right and left fallopian tubes. Macroscopy: left fallopian tube: an essure coil is present within the tube lumen at the proximal end; right fallopian tube: an essure coil is present within the tube lumen at the proximal end. Microscopy: both specimens show similar features. They feature fallopian tubes with normal fimbrial ends and unremarkable tube lumina. There is no evidence of salpingitis, endometriosis, stic (serous tubal intraepithelial carcinoma) or other neoplasia. Diagnoses: a: right tube - normal; b: left tube - normal; (date unknown): right and left fallopian tubes are normal. No evidence of , salpingitis, endometriosis or other neoplasia. [Ultrasound pelvis] on (B)(6) 2017: normal size anteverted uterus with smooth and regular endometrium measuring 7mm. No fibroids or polyps seen. Previous c/section scar appears unremarkable. The cervix appears unremarkable. The ovaries are normal in size but contain small peripheral follicles appearances suggestive of pco. No adnexal mass seen. Trace of free fluid in pouch of douglas [x-ray] on (B)(6) 2022: c-arm/ x-ray microscopy to exclude residual fragments of essure devices batch no b72583 production date 2013-09-28. Expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-sep-2024: medical record received. New events uti , abdominal pain lower, post coital bleeding, fever , pain , urinary retention, tachycardia were added. New reporters were added. Medical history & historical drugs were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain around pelvis") in a 32 year-old female patient who had essure inserted (lot no. B72583) for contraception. Additional non-serious events are detailed below. The patient had a medical history of malignant melanoma in 2012 and nabothian cyst, migraine, covid-19, allergic reaction to antibiotics, painful periods, heavy periods, caesarean section (2), abdominal pain, parity 3, back pain, eczema, intermenstrual bleeding, coital bleeding and genital bleeding. Use of progestogen-only pill in the past caused weight gain. Concurrent conditions were listed as obesity and chronic fatigue. The only concomitant product mentioned was sumatriptan. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and rash ("worsening rash"). The patient was treated with surgery (laparoscopic salpingectomy, hysteroscopy, bilateral microcornuectomy). The reporter considered pelvic pain and rash to be related to essure administration. The reporter commented: around 18 months after the essure procedure she started to develop a number of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 39 kg/sqm. [Laparoscopy] on (B)(6) 2022: findings: normal lower genital tract and uterine cavity. Normal functional endometrium. Essure device on left not visible (tubal ostia seen). Essure device on right seen but no trailing coil of the outer coil rather 1 cm length of the inner stainless steel coil partially covered with concretions. Normal pelvis. No endometriosis. Omental adhesion to anterior abdominal wall. Normal ovaries and fallopian tubes. Essure devices seen to be correctly sited - c1 cm beyond the utero-tubal serosal junction. The right tube distal tip of the essure device visible ('tenting') on anteverting the uterus [pathology test] on (B)(6) 2022: clinical details: abdominal pain. Specimen: right and left fallopian tubes. Macroscopy: left fallopian tube: an essure coil is present within the tube lumen at the proximal end; right fallopian tube: an essure coil is present within the tube lumen at the proximal end. Microscopy: both specimens show similar features. They feature fallopian tubes with normal fimbrial ends and unremarkable tube lumina. There is no evidence of salpingitis, endometriosis, stic (serous tubal intraepithelial carcinoma) or other neoplasia. Diagnoses: a: right tube - normal; b: left tube - normal [ultrasound pelvis] on (B)(6) 2017: normal size anteverted uterus with smooth and regular endometrium measuring 7mm. No fibroids or polyps seen. Previous c/section scar appears unremarkable. The cervix appears unremarkable. The ovaries are normal in size but contain small peripheral follicles appearances suggestive of pco. No adnexal mass seen. Trace of free fluid in pouch of douglas [x-ray] on (B)(6) 2022: c-arm/ x-ray microscopy to exclude residual fragments of essure devices. Batch no: b72583, production date: 2013-09-28, expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 13-apr-2023: medical records received. Pathology report added. Reporter added. Medical history and concomitant drugs added. Lab data updated. Events pelvic pain and rash added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.